Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. (B)(4). Device is under investigation.

Manufacturer narrative:
Supplier performed this evaluation. During evaluation a review of quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: 1 - catheter material penetrate (puncture hole) 10.5 cm from tip of sensor case, internal wires exposed. 2 - suture attached to catheter material. 3 - large amount of foreign residue (blood) covering inside connector, extremely dirty. 4 - millar sensor intermittent (possibly due to residue in connector). 5 - no testing possible. Mfg. Date: 03/03/2014. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. Trends will be monitored for this or similar complaints. At the present time, this complaint is considered closed.

Event description:
The device was implanted on (B)(6) 2014 for the patient who was (B)(6)-year-old male. Just after implantation, it was noted that the readings changed between -70mmh2o and 100mmh2o despite the proper use. The defect with the product is suspected. There were no adverse consequences to the patient.